Event description:
Patient had 3 piece inflatable prosthesis that worked well for 2 years until the pump would no longer work. The patient came to surgery for replacement of prosthesis. The surgeon noted the reservoir of the explanted device had a one centimeter hole near the adapter. Device was returned to manufacturer.